Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported having a return of symptoms on (B)(6) 2016. No falls/trauma associated with the event. Settings were increased and the patient was going to track symptoms on new setting. On (B)(6) 2016, the consumer reported having the same issue and wanted to talk to the manufacturing representative to switch programs. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.